Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. Technical services reviewed the electrograms and advised some testing. During an office follow-up, the clinic was able to recreate noise in the primary and secondary sensing vectors during planks and arm exercises. There was no noise in the alternate sensing vector. The sensing vector has now been reprogrammed to the alternate vector. There were no additional adverse patient effects. The system remains implanted.